Event description:
The customer reported a colleague infusion pump with battery damage. The reported condition was identified during programming/set-up. There was no documented patient injury or medical intervention related to the reported condition. The pump was categorized as a colleague 2006 pump with software version 5.09.90 (remediated). No additional information is available.review of the event history found that the a battery depleted alarm occurred during delivery.

Manufacturer narrative:
(B)(4).device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Review of the event history found that the a battery depleted alarm occurred during delivery. Device evaluation confirmed the reported condition of a damaged battery and determined the root cause to be depleted main batteries. The main batteries were replaced to repair this condition. The device met specification for the reported condition. A follow up report will be submitted if additional

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal covered stent was used during an esophageal stenting procedure on (B)(6), 2010. According to the complainant, the patient had a four centimeter intrinsic esophageal tumor, approximately five centimeters above the cardia. The anatomy was not tortuous, nor dilated prior to stent placement. During deployment the suture became stuck on the strut of the stent. As a result, the stent was partially deployed. The device was removed from the patient without issue, and the procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be "good-stable".

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). A service history review reveled that this device was previously serviced for the reported condition of "battery damage, mech. Failure". (B)(4).